Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008, inratio: 1.5, lab: 4.5, mean: confident: 3.0, limits: 1.8- 4.2. The inratio and the lab values are not within the confident limit as per internal procedure. The product will be tested. Also, as of internal procedure rev.2 section 8.3 three hours is considered a reasonable length of time between two readings in order for a comparison to be valid. If the time elapsed exceeds three hours there is a high possibility that the discrepancies are due to change in status of patient.

Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: date: 2008, inratio: 1.5, lab: 4.5.